Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was ripped off from the tissue and was removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay and stable.

Manufacturer narrative:
Block e1: it was reported that the physician's name is (B)(6) block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was detached from the control wire and was found inside of the over sheath. It was noted that the yoke was attached to the control wire. Additionally, the catheter was kinked at the most distal section and the control wire was kinked inside the handle. The observed failures could be evidence of difficulty experienced when attempting to release the clip from the catheter. Microscope examination was performed on the clip assembly, and it was confirmed under high magnification that there were no visible failures and the clip arms were in good condition. Dimensional examination was performed between the hooks of the bushing to further analyze the deployment issue, and side a was found to be out of specification, while side b was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
It was reported that the physician's name is dr. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was ripped off from the tissue and was removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay and stable.